Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records has not been performed. The device was not returned. The investigation is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the valve of the peritx peritoneal catheter kit was damaged. No medical intervention was required, and there was no exposure to blood or body fluids. There was no reported patient injury. The issue was resolved by replacing the valve.

Event description:
It was reported that the valve of the peritx peritoneal catheter kit was damaged. No medical intervention was required, and there was no exposure to blood or body fluids. There was no reported patient injury. The issue was resolved by replacing the valve.

Manufacturer narrative:
H11: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. We would be very interested in examining product that does not meet your expectations and our quality standards. A photo of the defect could assist our quality team in their investigation. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. D3 (medical device manufacturer), g3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Initial MDR MFR report # 1625685-2025-00089, site legal name (FDA) reported, carefusion 2200, inc. - mannford, ok / 74044; site registration number (FDA) 1625685. Correct site legal name (FDA) is, vernon hills; site registration number (FDA) 1423507. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.